Event description:
Pt came in for an upgrade of their ICD. During the procedure, physician was unable to disconnect one of the electrodes from the adapter used in the initial implant. The electrode had to be extracted and replaced with a new one which is not normally required. This made the procedure extend longer and added expense. (Unable to remove the set screw from the adapter.)